Manufacturer narrative:
Evaluation summary: the lens was returned for evaluation. Solution is dried on the lens. One haptic is bent and twisted in the gusset area and adhered to the optic by solution. The optic is split torn from one edge across the center of the optic, typical of insertion and removal. The root cause for the reported events could not be determined. A malfunction has not been indicated, or information provided that the lens was the cause of the event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported an intraocular lens with a description of, "lens was implanted and removed from patient due to tear that was caused by the patient." Additional information has been requested to attempt to gather more information regarding the tear and how the patient caused the tear.